Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding during menstrual cycle"), menstruation irregular ("irregular bleeding during menstrual cycle") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ localised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding during menstrual cycle"), menstruation irregular ("irregular bleeding during menstrual cycle"), genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"), arthritis ("arthritis"), dyspareunia ("dyspareunia"), bladder disorder ("urinary/ bladder problems") and urinary tract disorder ("urinary/ bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019 via salpignectomy. At the time of the report, the pelvic pain, genital haemorrhage, arthritis, dyspareunia, hormone level abnormal, bladder disorder and urinary tract disorder had resolved and the pelvic discomfort, menorrhagia and menstruation irregular outcome was unknown. The reporter considered arthritis, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2019 via salpignectomy. "Any continuing symptoms? No" reported for arthritis, abnormal/heavy bleeding, dyspareunia, hormonal problems, localised pain, urinary/bladder problems (outcome of events thus regarded as "resolved"). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: arthritis, dyspareunia, hormonal problems and urinary/bladder problems.the previously reported "irregular and heavy bleeding outside of her menstrual cycle" was updated to "irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"; previously reported "severe pain" was updated to "severe pain/ localised pain"; their outcomes were updated to "resolved". Essure was removed on (B)(6) 2019 via salpignectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ significant pain around the pelvic region') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection (msu +ve (coliform) admitted to hospital for 5 days) on (B)(6) 2004, pelvic inflammatory disease in (B)(6) 2002, parity 3 and multigravida. No family history of breast cancer. She has no known drug allergies. Date: (B)(6) 2013: patient attended for confirmation testing after the essure sterilisation procedure. Tests today have confirmed bilateral tubal occlusion. Therefore she has been discharged as sterilisation is confirmed. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hiatus hernia. Concomitant products included tramadol for unspecified disorder of knee joint as well as cyclizine, metoclopramide, omeprazole, paracetamol, sertraline, tranexamic acid and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("left iliac fossa pain"), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy bleeding during menstrual cycle/abnormal bleeding"), menstruation irregular ("irregular bleeding during menstrual cycle"), genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"), coital bleeding ("post coital bleeding"), arthritis ("arthritis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinaryproblems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with antibiotics, levonorgestrel (mirena) and surgery (essure removed via diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, hormone level abnormal, arthritis, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, abdominal pain lower, pelvic discomfort, heavy menstrual bleeding, menstruation irregular and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthritis, bladder disorder, coital bleeding, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, pelvic discomfort, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: "any continuing symptoms? No" reported for arthritis, abnormal/heavy bleeding, dyspareunia, hormonal problems, localised pain, urinary/bladder problems (outcome of events thus regarded as "resolved"). Product removal date updated from (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: 3.6cm predominantly cystic lesion noted in ieft adnexa likely to be related to ovary; on (B)(6) 2014: CT brain without contrast. Clinically sudden onset of headache, loss of left vision, arm weakness, facial droop. Findings: minimal high attenuation in the right basal ganglia, unchanged from (B)(6) 2011 (when similar symptoms are recorded). No high attenuation haemorrhage, space-occupying lesion, hydrocephalus or other abnormality demonstrated. Conclusion: normal CT scan of the brain; on (B)(6) 2019: post IV contrast CT scan abdomen and pelvis. No significant abnormality of the liver, biliary tracts, pancreas, spleen, kidneys or suprarenal glands. No abdominal or pelvic mass lesion lymphadenopathy collection or free fluid. Normal periappendiceal pericecal fat with no signs of acute inflammatory process, 16.5 mm right adnexial cyst consistent with follicular cyst. An iucd noted. No significant abnormality of the large or small bowel identified. No bony lesion. Atelectasis in the left lung base. No deposits in the lung bases. Conclusion. No significant abnormality identified to account for the clinical symptoms. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: normal esophageal mucosa, normal stomach and duodenum, hiatus hernia 36-39cm with a lax cardia. Campylobacter-like organism (clo) test negative. Diagnosis: hiatus hernia. Human chorionic gonadotropin - on (B)(6) 2019: negative. Hysteroscopy - on (B)(6) 2013: hysteroscopic sterilisation with essure micro-implants today. The procedure was uncomplicated with unilateral/bilateral device placement. Magnetic resonance imaging - on (B)(6) 2014: brain MRI: left sided hemiplegia upper limb and lower limb. Fluctuating. Headache. No midline shift. No hydrocephalous. No features of raised intracranial pressure. No fractures of hemorrhage, or cavernoma formation. No significant longstanding white matter lesions, no restriction of diffusion. No acute infarcts seen. Pregnancy test - on (B)(6) 2019: negative. Smear test - in 2013: normal; on (B)(6) 2019: normal. Ultrasound abdomen - on (B)(6) 2015: normal thin walled gallbladder, no gallstones. No biliary tree dilatation. Normal pancreas with a smooth contour, no ductal dilatation. Normal spleen, para-aortic area and both kidneys. Impression: no hepato-biliary tree pathology. Normal pancreas. Ultrasound breast - on (B)(6) 2016: left breast: a ridge of glandular tissue at the site indicated by the patient. No focal abnormality. Conclusion: normal examination. Ultrasound pelvis - on (B)(6) 2013: normal anteverted uterus. Both right and left essure device present, normally placed crossing the myometrium at the cornua; on (B)(6) 2015: clinical history: menorrhagia and pain. Normal anteverted uterus with thickened (1.2cm) but clear endometrial cavity echo consistent with normal cyclical changes (patient due menses in one week). No evidence of fibroids. Both ovaries visualized appearing within normal limits. No adnexal mass or free fluid seen. Impression: normal study; on (B)(6) 2018: anteverted uterus of normal appearance 9.4cm in length. Total endometrial thickness 11.2mm. Cavity appears clear. No obvious fibroids or polyps. Both ovaries within normal limits. No obvious adnexal masses or free fluid; on (B)(6) 2019: signs of cystic ovaries; on (B)(6) 2019: polycystic ovaries; on (B)(6) 2019: clinical history: severe right inferior fossa (rif) pain of 5 days, 4 weeks ago intrauterine coil inserted and developed pid after this requiring course of antibiotics, continues to have moderate amounts of foul smelling greenish discharge per vaginal, associated with fevers and rigors. Pu with dysuria bloods are normal. O/e the rif is very tender with rebound and percussion tenderness. Uss to assess for intrauterine coil in correct position, tubulo-ovarian, mass/other pathology, any evidence of appendicitis, such as intra-abdo free fluid/fat stranding. Recent CT unremarkable. Findings: urinary bladder is thin walled and outlines normally. Normal anteverted uterus with coil in situ within the endometrial cavity. Left ovary appears normal, right ovary is obscured. No adnexal mass or free fluid is identified. The appendix could not be identified. No inflammatory mass or free fluid identified. Impression: no abnormality detected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, genital haemorrhage, menstruation irregular lot number: a20062. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information, product lot number, rcc added. Product removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ significant pain around the pelvic region') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection (msu +ve (coliform) admitted to hospital for 5 days) on (B)(6) 2004, pelvic inflammatory disease in (B)(6) 2002, parity 3 and multigravida. No family history of breast cancer. She has no known drug allergies. Date: (B)(6) 2013: patient attended for confirmation testing after the essure sterilisation procedure. Tests today have confirmed bilateral tubal occlusion. Therefore she has been discharged as sterilisation is confirmed. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hiatus hernia. Concomitant products included tramadol for unspecified disorder of knee joint as well as cyclizine, metoclopramide, omeprazole, paracetamol, sertraline, tranexamic acid and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("left iliac fossa pain"), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy bleeding during menstrual cycle/abnormal bleeding"), menstruation irregular ("irregular bleeding during menstrual cycle"), genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"), coital bleeding ("post coital bleeding"), arthritis ("arthritis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinaryproblems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with antibiotics, levonorgestrel (mirena) and surgery (essure removed via diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, hormone level abnormal, arthritis, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, abdominal pain lower, pelvic discomfort, heavy menstrual bleeding, menstruation irregular and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthritis, bladder disorder, coital bleeding, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, pelvic discomfort, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: "any continuing symptoms? No" reported for arthritis, abnormal/heavy bleeding, dyspareunia, hormonal problems, localised pain, urinary/bladder problems (outcome of events thus regarded as "resolved"). Product removal date updated from (B)(6) 2019 to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: 3.6cm predominantly cystic lesion noted in ieft adnexa likely to be related to ovary; on (B)(6) 2014: CT brain without contrast. Clinically sudden onset of headache, loss of left vision, arm weakness, facial droop. Findings: minimal high attenuation in the right basal ganglia, unchanged from (B)(6) 2011 (when similar symptoms are recorded). No high attenuation haemorrhage, space-occupying lesion, hydrocephalus or other abnormality demonstrated. Conclusion: normal CT scan of the brain; on (B)(6) 2019: post IV contrast CT scan abdomen and pelvis. No significant abnormality of the liver, biliary tracts, pancreas, spleen, kidneys or suprarenal glands. No abdominal or pelvic mass lesion lymphadenopathy collection or free fluid. Normal periappendiceal pericecal fat with no signs of acute inflammatory process, 16.5 mm right adnexial cyst consistent with follicular cyst. An iucd noted. No significant abnormality of the large or small bowel identified. No bony lesion. Atelectasis in the left lung base. No deposits in the lung bases. Conclusion. No significant abnormality identified to account for the clinical symptoms. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: normal esophageal mucosa, normal stomach and duodenum, hiatus hernia 36-39cm with a lax cardia. Campylobacter-like organism (clo) test negative. Diagnosis: hiatus hernia. Human chorionic gonadotropin - on (B)(6) 2019: negative. Hysteroscopy - on (B)(6) 2013: hysteroscopic sterilisation with essure micro-implants today. The procedure was uncomplicated with unilateral/bilateral device placement. Magnetic resonance imaging - on (B)(6) 2014: brain MRI: left sided hemiplegia upper limb and lower limb. Fluctuating. Headache. No midline shift. No hydrocephalous. No features of raised intracranial pressure. No fractures of hemorrhage, or cavernoma formation. No significant longstanding white matter lesions, no restriction of diffusion. No acute infarcts seen. Pregnancy test - on (B)(6) 2019: negative. Smear test - in 2013: normal; on (B)(6) 2019: normal. Ultrasound abdomen - on (B)(6) 2015: normal thin walled gallbladder, no gallstones. No biliary tree dilatation. Normal pancreas with a smooth contour, no ductal dilatation. Normal spleen, para-aortic area and both kidneys. Impression: no hepato-biliary tree pathology. Normal pancreas. Ultrasound breast - on (B)(6) 2016: left breast: a ridge of glandular tissue at the site indicated by the patient. No focal abnormality. Conclusion: normal examination. Ultrasound pelvis - on (B)(6) 2013: normal anteverted uterus. Both right and left essure device present, normally placed crossing the myometrium at the cornua; on (B)(6) 2015: clinical history: menorrhagia and pain. Normal anteverted uterus with thickened (1.2cm) but clear endometrial cavity echo consistent with normal cyclical changes (patient due menses in one week). No evidence of fibroids. Both ovaries visualized appearing within normal limits. No adnexal mass or free fluid seen. Impression: normal study; on (B)(6) 2018: anteverted uterus of normal appearance 9.4cm in length. Total endometrial thickness 11.2mm. Cavity appears clear. No obvious fibroids or polyps. Both ovaries within normal limits. No obvious adnexal masses or free fluid; on (B)(6) 2019: signs of cystic ovaries; on (B)(6) 2019: polycystic ovaries; on (B)(6) 2019: clinical history: severe right inferior fossa (rif) pain of 5 days, 4 weeks ago intrauterine coil inserted and developed pid after this requiring course of antibiotics, continues to have moderate amounts of foul smelling greenish discharge per vaginal, associated with fevers and rigors. Pu with dysuria bloods are normal. O/e the rif is very tender with rebound and percussion tenderness. Uss to assess for intrauterine coil in correct position, tubulo-ovarian, mass/other pathology, any evidence of appendicitis, such as intra-abdo free fluid/fat stranding. Recent CT unremarkable. Findings: urinary bladder is thin walled and outlines normally. Normal anteverted uterus with coil in situ within the endometrial cavity. Left ovary appears normal, right ovary is obscured. No adnexal mass or free fluid is identified. The appendix could not be identified. No inflammatory mass or free fluid identified. Impression: no abnormality detected. Lot number: a20062, manufacture date: 2012-06, and expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding during menstrual cycle"), menstruation irregular ("irregular bleeding during menstrual cycle") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding during menstrual cycle"), menstruation irregular ("irregular bleeding during menstrual cycle") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: not required nca references number (B)(4) from merged duplicate case has been deleted from EU/ca device-application for correct submission of mir to health authority. No new medical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain/ significant pain around the pelvic region") and pelvic inflammatory disease ("pid") in an adult female patient who had essure inserted (lot no. A20062). Additional non-serious events are detailed below. The patient had a medical history of urinary tract infection (msu +ve (coliform) admitted to hospital for 5 days) in 2004, pelvic inflammatory disease in 2002 and vomiting, abdominal pain, multigravida and parity 3. No family history of breast cancer. She has no known drug allergies. Date: (B)(6) 2013: patient attended for confirmation testing after the essure sterilisation procedure. Tests today have confirmed bilateral tubal occlusion. Therefore she has been discharged as sterilisation is confirmed. Previously administered products included: mirena. As concurrent condition the report mentioned hiatus hernia. Concomitant products included paracetamol, venlafaxine, sertraline, tranexamic acid, cyclizine, metoclopramide, omeprazole and tramadol for arthropathy. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("left iliac fossa pain"), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy bleeding during menstrual cycle/abnormal bleeding"), menstruation irregular ("irregular bleeding during menstrual cycle"), genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"), coital bleeding ("post coital bleeding"), arthritis ("arthritis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinaryproblems"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues"), abdominal distension ("bloating") and osteoarthritis ("development of osteoarthritis") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with antibiotics and mirena (levonorgestrel) as well as surgery (essure removed via diagnostic laparoscopy, bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, hormone level abnormal, arthritis, bladder disorder and urinary tract disorder had resolved. The outcomes for pelvic inflammatory disease, abdominal pain lower, pelvic discomfort, heavy menstrual bleeding, menstruation irregular and coital bleeding were unknown. The reporter considered abdominal distension, abdominal pain lower, arthritis, bladder disorder, coital bleeding, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, mental disorder, osteoarthritis, pelvic discomfort, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: "any continuing symptoms? No" reported for arthritis, abnormal/heavy bleeding, dyspareunia, hormonal problems, localised pain, urinary/bladder problems (outcome of events thus regarded as "resolved"). Product removal date updated from (B)(6) 2019 to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2012: 3.6cm predominantly cystic lesion noted in ieft adnexa likely to be related to ovary; on (B)(6) 2014: CT brain without contrast. Clinically sudden onset of headache, loss of left vision, arm weakness, facial droop. Findings: minimal high attenuation in the right basal ganglia, unchanged from (B)(6) 2011 (when similar symptoms are recorded). No high attenuation haemorrhage, space-occupying lesion, hydrocephalus or other abnormality demonstrated. Conclusion: normal CT scan of the brain; on (B)(6) 2019: post IV contrast CT scan abdomen and pelvis. No significant abnormality of the liver, biliary tracts, pancreas, spleen, kidneys or suprarenal glands. No abdominal or pelvic mass lesion lymphadenopathy collection or free fluid. Normal periappendiceal pericecal fat with no signs of acute inflammatory process, 16.5 mm right adnexial cyst consistent with follicular cyst. An iucd noted. No significant abnormality of the large or small bowel identified. No bony lesion. Atelectasis in the left lung base. No deposits in the lung bases. Conclusion. No significant abnormality identified to account for the clinical symptoms [endoscopy upper gastrointestinal tract] on (B)(6) 2015: normal esophageal mucosa, normal stomach and duodenum, hiatus hernia 36-39cm with a lax cardia. Campylobacter-like organism (clo) test negative. Diagnosis: hiatus hernia [helicobacter test] on (B)(6) 2015: negative [human chorionic gonadotropin] on (B)(6) 2019: negative [hysterosalpingogram] on (B)(6) 2013: not reported [hysteroscopy] on (B)(6) 2013: hysteroscopic sterilisation with essure micro-implants today. The procedure was uncomplicated with unilateral/bilateral device placement [magnetic resonance imaging] on (B)(6) 2014: brain MRI: left sided hemiplegia upper limb and lower limb. Fluctuating. Headache. No midline shift. No hydrocephalous. No features of raised intracranial pressure. No fractures of hemorrhage, or cavernoma formation. No significant longstanding white matter lesions, no restriction of diffusion. No acute infarcts seen [pregnancy test] on (B)(6) 2019: negative [smear test] in 2013: normal; on (B)(6) 2019: normal [ultrasound abdomen] on (B)(6) 2015: normal thin walled gallbladder, no gallstones. No biliary tree dilatation. Normal pancreas with a smooth contour, no ductal dilatation. Normal spleen, para-aortic area and both kidneys. Impression: no hepato-biliary tree pathology. Normal pancreas [ultrasound breast] on (B)(6) 2016: left breast: a ridge of glandular tissue at the site indicated by the patient. No focal abnormality. Conclusion: normal examination [ultrasound pelvis] on (B)(6) 2011: ¿ normal placement of iucd; on (B)(6) 2013: normal anteverted uterus. Both right and left essure device present, normally placed crossing the myometrium at the cornua; on (B)(6) 2015: clinical history: menorrhagia and pain. Normal anteverted uterus with thickened (1.2cm) but clear endometrial cavity echo consistent with normal cyclical changes (patient due menses in one week). No evidence of fibroids. Both ovaries visualized appearing within normal limits. No adnexal mass or free fluid seen. Impression: normal study; on (B)(6) 2018: anteverted uterus of normal appearance 9.4cm in length. Total endometrial thickness 11.2mm. Cavity appears clear. No obvious fibroids or polyps. Both ovaries within normal limits. No obvious adnexal masses or free fluid; on (B)(6) 2019: signs of cystic ovaries; on (B)(6) 2019: polycystic ovaries; on (B)(6) 2019: clinical history: severe right inferior fossa (rif) pain of 5 days, 4 weeks ago intrauterine coil inserted and developed pid after this requiring course of antibiotics, continues to have moderate amounts of foul smelling greenish discharge per vaginal, associated with fevers and rigors. Pu with dysuria bloods are normal. O/e the rif is very tender with rebound and percussion tenderness. Uss to assess for intrauterine coil in correct position, tubulo-ovarian, mass/other pathology, any evidence of appendicitis, such as intra-abdo free fluid/fat stranding. Recent CT unremarkable. Findings: urinary bladder is thin walled and outlines normally. Normal anteverted uterus with coil in situ within the endometrial cavity. Left ovary appears normal, right ovary is obscured. No adnexal mass or free fluid is identified. The appendix could not be identified. No inflammatory mass or free fluid identified. Impression: no abnormality detected [ultrasound pelvis] on (B)(6) 2011: ¿ normal placement of iucd; on (B)(6) 2013: normal anteverted uterus. Both right and left essure device present, normally placed crossing the myometrium at the cornua; on (B)(6) 2015: clinical history: menorrhagia and pain. Normal anteverted uterus with thickened (1.2cm) but clear endometrial cavity echo consistent with normal cyclical changes (patient due menses in one week). No evidence of fibroids. Both ovaries visualized appearing within normal limits. No adnexal mass or free fluid seen. Impression: normal study; on (B)(6) 2018: anteverted uterus of normal appearance 9.4cm in length. Total endometrial thickness 11.2mm. Cavity appears clear. No obvious fibroids or polyps. Both ovaries within normal limits. No obvious adnexal masses or free fluid; on (B)(6) 2019: signs of cystic ovaries; on (B)(6) 2019: polycystic ovaries; on (B)(6) 2019: clinical history: severe right inferior fossa (rif) pain of 5 days, 4 weeks ago intrauterine coil inserted and developed pid after this requiring course of antibiotics, continues to have moderate amounts of foul smelling greenish discharge per vaginal, associated with fevers and rigors. Pu with dysuria bloods are normal. O/e the rif is very tender with rebound and percussion tenderness. Uss to assess for intrauterine coil in correct position, tubulo-ovarian, mass/other pathology, any evidence of appendicitis, such as intra-abdo free fluid/fat stranding. Recent CT unremarkable. Findings: urinary bladder is thin walled and outlines normally. Normal anteverted uterus with coil in situ within the endometrial cavity. Left ovary appears normal, right ovary is obscured. No adnexal mass or free fluid is identified. The appendix could not be identified. No inflammatory mass or free fluid identified. Impression: no abnormality detected lot number: a20062 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records...allergic reaction, psychological disorder, bloating, osteoarthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: mr received : reporters information patient medical history and lab data added, events "allergic reaction, psychological disorder, bloating, osteoarthritis" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding, during menstrual cycle"), menstruation irregular ("irregular bleeding, during menstrual cycle") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021, new reporter added significant, due to imdrf-FDA synchronization. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ significant pain around the pelvic region') and pelvic inflammatory disease ('pid') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection (msu +ve (coliform) admitted to hospital for 5 days) on (B)(6) 2004, pelvic inflammatory disease in (B)(6) 2002, parity 3 and vaginal delivery. No family history of breast cancer. She has no known drug allergies. Date: (B)(6) 2013: patient attended for confirmation testing after the essure sterilisation procedure. Tests today have confirmed bilateral tubal occlusion. Therefore she has been discharged as sterilisation is confirmed. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hiatus hernia. Concomitant products included tramadol for unspecified disorder of knee joint as well as cyclizine, metoclopramide, omeprazole, paracetamol, sertraline, tranexamic acid and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("left iliac fossa pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy bleeding during menstrual cycle"), menstruation irregular ("irregular bleeding during menstrual cycle"), genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle/ abnormal heavy bleeding"), coital bleeding ("post coital bleeding"), arthritis ("arthritis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with antibiotics, levonorgestrel (mirena) and surgery (essure removed via diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, hormone level abnormal, arthritis, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, abdominal pain lower, pelvic discomfort, menorrhagia, menstruation irregular and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthritis, bladder disorder, coital bleeding, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic discomfort, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: "any continuing symptoms? No" reported for arthritis, abnormal/heavy bleeding, dyspareunia, hormonal problems, localised pain, urinary/bladder problems (outcome of events thus regarded as "resolved"). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: 3.6cm predominantly cystic lesion noted in ieft adnexa likely to be related to ovary; on (B)(6) 2014: CT brain without contrast. Clinically sudden onset of headache, loss of left vision, arm weakness, facial droop. Findings: minimal high attenuation in the right basal ganglia, unchanged from (B)(6) 2011 (when similar symptoms are recorded). No high attenuation haemorrhage, space-occupying lesion, hydrocephalus or other abnormality demonstrated. Conclusion: normal CT scan of the brain; on (B)(6) 2019: post IV contrast CT scan abdomen and pelvis. No significant abnormality of the liver, biliary tracts, pancreas, spleen, kidneys or suprarenal glands. No abdominal or pelvic mass lesion lymphadenopathy collection or free fluid. Normal periappendiceal pericecal fat with no signs of acute inflammatory process, 16.5 mm right adnexial cyst consistent with follicular cyst. An iucd noted. No significant abnormality of the large or small bowel identified. No bony lesion. Atelectasis in the left lung base. No deposits in the lung bases. Conclusion. No significant abnormality identified to account for the clinical symptoms. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: normal esophageal mucosa, normal stomach and duodenum, hiatus hernia 36-39cm with a lax cardia. Campylobacter-like organism (clo) test negative. Diagnosis: hiatus hernia. Human chorionic gonadotropin - on (B)(6) 2019: negative. Hysteroscopy - on (B)(6) 2013: hysteroscopic sterilisation with essure micro-implants today. The procedure was uncomplicated with unilateral/bilateral device placement. Magnetic resonance imaging - on (B)(6) 2014: brain MRI: left sided hemiplegia upper limb and lower limb. Fluctuating. Headache. No midline shift. No hydrocephalous. No features of raised intracranial pressure. No fractures of hemorrhage, or cavernoma formation. No significant longstanding white matter lesions, no restriction of diffusion. No acute infarcts seen. Pregnancy test - on (B)(6) 2019: negative. Smear test - in 2013: normal; on (B)(6) 2019: normal. Ultrasound abdomen - on (B)(6) 2015: normal thin walled gallbladder, no gallstones. No biliary tree dilatation. Normal pancreas with a smooth contour, no ductal dilatation. Normal spleen, para-aortic area and both kidneys. Impression: no hepato-biliary tree pathology. Normal pancreas. Ultrasound breast - on (B)(6) 2016: left breast: a ridge of glandular tissue at the site indicated by the patient. No focal abnormality. Conclusion: normal examination. Ultrasound pelvis - on (B)(6) 2013: normal anteverted uterus. Both right and left essure device present, normally placed crossing the myometrium at the cornua; on (B)(6) 2015: clinical history: menorrhagia and pain. Normal anteverted uterus with thickened (1.2cm) but clear endometrial cavity echo consistent with normal cyclical changes (patient due menses in one week). No evidence of fibroids. Both ovaries visualized appearing within normal limits. No adnexal mass or free fluid seen. Impression: normal study; on (B)(6) 2018: anteverted uterus of normal appearance 9.4cm in length. Total endometrial thickness 11.2mm. Cavity appears clear. No obvious fibroids or polyps. Both ovaries within normal limits. No obvious adnexal masses or free fluid; on (B)(6) 2019: signs of cystic ovaries; on (B)(6) 2019: polycystic ovaries; on (B)(6) 2019: clinical history: severe right inferior fossa (rif) pain of 5 days, 4 weeks ago intrauterine coil inserted and developed pid after this requiring course of antibiotics, continues to have moderate amounts of foul smelling greenish discharge per vaginal, associated with fevers and rigors. Pu with dysuria bloods are normal. O/e the rif is very tender with rebound and percussion tenderness. Uss to assess for intrauterine coil in correct position, tubulo-ovarian, mass/other pathology, any evidence of appendicitis, such as intra-abdo free fluid/fat stranding. Recent CT unremarkable. Findings: urinary bladder is thin walled and outlines normally. Normal anteverted uterus with coil in situ within the endometrial cavity. Left ovary appears normal, right ovary is obscured. No adnexal mass or free fluid is identified. The appendix could not be identified. No inflammatory mass or free fluid identified. Impression: no abnormality detected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, genital haemorrhage, menstruation irregular quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received. Patient's initials updated; lab data added; historical condition, concomitant condition, historical drug, treatment drug and concomitant medications provided; pid added as event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.